Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
During a follow up, the impedance and sensing measurements decreased and the ventricular capture had increased. A fluoroscopy showed the lead had dislodged. The lead was explanted when repositioning was unsuccessful.